Event description:
Philips received a report from a customer that a patient received 79 minutes of fluoroscopy during a procedure. The patient had alopecia and a burned skin on the back of the head.

Manufacturer narrative:
(B)(4). The field service engineer (fse) troubleshot the system and found that there was no malfunctions. The system is within specification and working as intended.